Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No bolus not delivered messages or delivery anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced high as well as low blood glucose level .customer had a low blood glucose level was 26mg/dl treated with pankage syrup and then blood glucose level was 400mg/dl . Customer stated that they had problem with insulin pump they stated that the insulin pump was not deliver the insulin. Troubleshooting was performed. The product will be not return for the analysis.